Manufacturer narrative:
It was reported the device was explanted and the patient was re-implanted with a new device during the same surgery (date not reported). This report is filed on april 09, 2019.

Manufacturer narrative:
This report is filed on may 30, 2019.

Event description:
It was reported that the patient experienced a performance decrement with device use; however the issue could not be resolved. The implanted device remains.